Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv)-his bundle lead exhibited oversensing/noise. Diagnostic testing/troubleshooting was performed. The rv-his bundle lead was removed and replaced. No patient complications have been reported as a result of this event.